Event description:
Customer reported that the alarm sounds intermittently when in use with the nurse call cable. Customer has since tested the nurse call cable and sensor with a different alarm and it is functioning properly. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation codes: results: the initial evaluation found that the unit powers up with customer's batteries and passes all functional tests. However, the unit failed qc functional test when the telephone plug was connected to the unit. The unit plays the default message and stops playing and plays again and stops. Note: posey instructions for use state: the posey sitter elite is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. When using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. (B)(4).